Manufacturer narrative:
The reported event of inadequate capture on the atrial lead was not confirmed. A complete lead was returned in three pieces. Visual and electrical analysis were normal with no anomalies found except for damages consistent with procedural damage. The lead had conductor shorts due to insulation damage consistent with procedure damage.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2021-36048. It was reported that the patient presented in for in-clinic follow up with the right atrial (ra) lead exhibiting high capture threshold. An inactive right ventricular (rv) lead had previously been capped and replaced on (B)(6) 2001 due to fracture. Both leads explanted and replaced. The patient was stable.